Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: during investigation, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. The pump powered up with auditory and vibratory alarms to a blank screen. The alleged power issue was unable to be duplicated during testing due to the blank display. The pump cover was removed, and evidence of moisture corrosion was observed on the power printed circuit board and display circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.